Event description:
The customer reported that flexvision became dark during operation and system could not boot up again.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.